Manufacturer narrative:
A ge service representative performed an on site investigation. The ffb pcb, system interface board and power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed a communication failed error and required a reboot to restore functionality. This indicates an intermittent system lock up. There is no report of death or serious injury.